Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit; model #: sc-4318, lot #: 21489789, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead site. Symptom of drainage in the midline incision was noted. The physician did not believe that infection was device or procedure related. Intravenous antibiotics were administered. The patient underwent an explant procedure.